Event description:
A home patient (hp) contacted global technical services requesting assistance with ending therapy on the home choice (hc) machine during initial drain. The hp stated there was air in the line and wanted to end therapy. The technical service representative (tsr) advised the hp to check the patient line before connecting and starting therapy. A follow up was done via phone call; the hp stated the sample was discarded, the lot number was unknown and they have continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The root cause for the air in patient line was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.